Event description:
The following report was rec'd from the affiliate: the pt experienced a late thrombotic event two years following cypher des implantation. The pt also experienced an acute myocardial infarction due to the thrombotic event. The pt was on plavix regimen for 12 months. No add'l info was provided.

Manufacturer narrative:
Please note: device (crsxxxxx lot# unk) is distributed outside the united states. However, it is similar to the united states product cxsxxxxx. Any add'l info will be submitted within 30 days of receipt.